Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon eva,l one of the tri-cells was found to be defective. The cause for the defective cell cannot be positively determined. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
The son of a (B)(6) year old female pt contacted zoll customer support to report that one of the pt's batteries will not power up the monitor. The pt was issued a replacement battery pack.